Event description:
It was reported that during a lap of chole procedure, the clips would not form and would not fire correctly. Device was fired under normal conditions. Case completed by opening a new product of same product code and completed the case. No pt consequence.